Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) inquired if the device would set off alarms in department stores. The device was subsequently explanted due to normal battery depletion. The device was returned for disposal after explant. Routine initial returned device testing indicated that detailed analysis was required.